Event description:
Pa [pulmonary artery] catheter placed in hvi [heart & vascular institute] ccu [cardiac care unit] on [redacted] at 2048. On [redacted]-8 days later, morning rounds with CT [cardio-thoracic] surgery team were completed and I was reviewing events for the previous shift. Upon surgery team going in and speaking with the patient, they reported that something was leaking on the patient's right side. This rn went to investigate and found the cvp [central venous pressure] port of the swan ganz catheter to be backed up with blood and leaking. Crnp [certified registered nurse practitioner] was notified. New line was placed at the bedside and required repositioning in the cath lab.